Manufacturer narrative:
Inspection and testing found that when the camera head was connected to the video processor, no proper image was shown and the image appeared distorted with noise due to a faulty cable. Error code e311 was displayed due to the malfunction of image functionality preventing adjustment of the white balance. In addition, the coupler was out of alignment and the rotation of the workpiece was difficult. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during a procedure, there was a poor image from the camera head and false contacts on the cable at the connector. The procedure was completed using the subject device. The device was returned to an olympus service center for evaluation. During inspection and testing of the device, there was no image from the camera head and error code e311 (scope communication error) was displayed. This report is being submitted for the malfunctions found during evaluation (no image and error code e311). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 07-mar-2022. It has been over 11 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena of ¿no picture¿ and ¿error message: e311¿ were reproduced. It was found that the image was not displayed due to a malfunction of the cable. Olympus will continue to monitor field performance for this device.